Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular (rv) channel. The noise was oversensed, but did not result in pacing inhibition. In addition, the shock impedances on the rv lead had increased from 40 ohms at implant to 50-60 ohms. At this time, the ICD and rv lead were explanted and replaced. Fluoroscopy was performed during the revision, but no lead damage was visible. No other testing was performed. No additional adverse patient effects were reported.